Event description:
The patient claimed that the animas pump did not detect the cartridge during priming. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged no cartridge detected issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed "no cartridge detected" and "loss of prime" alarms with zero force. The rewind, prime and load steps were performed with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The force sensor was found to be within calibration. The display lens cover was removed and the force sensor flex pins were found to be partially dislodged from the printed circuit board (pcb).